Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof.

Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly, pump was submerged in water. Customer¿s blood glucose (bg) level was "high", although a specific value was not given. A manual injection was administered to address elevated bg. The customer reverted to an alternate method of insulin therapy.